Event description:
The customer reported that the implant was taken into theatre and on opening the inner packaging, the peel back seal was reported to have already been open. The customer reported that a replacement device was used and there was a minimal delay to surgery.

Manufacturer narrative:
An event regarding packaging seal involving an exeter stem was reported. The event was not confirmed. The device and all of the packaging except for the shrink wrap was returned. The outer tyvek has been peeled back and there is evidence of a continuous seal between the outer tyvek and the outer blister. The inner tyvek seal is fully intact. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded while the outer tyvek had been peeled back, there was evidence of a continuous seal on the flange of the blister which verifies that package had been sealed to manufacturing specification. A review of (B)(4), indicates that non-compliant sealing / risk of non sterile product is a known potential hazard. The dcp requires a visual verification of the packaging and sealing prior to release. Based on the information it is not possible to determine at what time post manufacturing the seal was opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the implant was taken into theatre and on opening the inner packaging, the peel back seal was reported to have already been open. The customer reported that a replacement device was used and there was a minimal delay to surgery.